Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the patient presented to the emergency room as they received an inappropriate shock while exercising. It was noted that the implantable cardioverter defibrillator (ICD) initially withheld due to the t-wave discriminator but the patient did eventually receive a shock. Interrogation of the device indicated that the right ventricular (rv) lead had t-wave oversensing (twos) and noise. The rv lead sensitivity was adjusted and the rv lead remains in use. No further patient complications have been reported as a result of this event.